Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-sep-20, information was received from a manufacturer representative (rep) regarding a patient receiving baclofen (500 mcg/ml, 162.22 mcg/day) via an implantable pump for intractable spasticity. The rep reported multiple motor stalls and recoveries. The first stall and recovery occurred on (B)(6) 2018. The most recent stall and recovery occurred on (B)(6) 2018. There was one more stall in between those dates per rep. It was reported that the patient heard their pump alarm twice on (B)(6) 2018. The patient did not have an magnetic resonance imaging (MRI). It was stated, "(B)(6) 2018 motor stall recovery 1040 per the event logs". There were no symptoms reported. No further information provided.

Manufacturer narrative:
Analysis of the pump (sn: (B)(4)) found no anomalies. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, additional information was received from the healthcare professional (hcp). The exact times and dates of the stalls/recoveries were requested and the hcp stated, "last stall 9-15-18 lasted 23 minutes". It was asked, "were alarms heard for the two motor stalls prior to the september 15 stall/recovery?". The hcp stated, "patient only mentioned hearing the 9/15-18 stall". The actions taken were "change it pump".